Event description:
It was reported that the patient had "passed out." They had episodes of ventricular tachycardia (vt) in which the device terminated the vt with anti-tachycardia pacing (atp). One of the episodes lasted longer but only delivered one sequence of atp because the redetection criteria were not satisfied. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).